Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and received a cartridge alarm (cartridge alarm 29) during basal delivery. Customer attempted to load another cartridge and received a cartridge alarm (cartridge alarm 30). Customer attempted to load another cartridge but the cartridge alarm 30 occurred again. Customer's blood glucose level was between 150-160mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.